Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. The event of infection (unknown onset) is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation is infection (unknown onset). Reoperation has not been scheduled at this time.

Event description:
Patient's representative additionally reported bacterial infections. Patient¿s representative reported extreme hormonal disturbances, multiple hospitalizations for muscle pain, kidney failure, acute depressions, that the device is defective and ¿these medical sequelae and hospitalizations are the direct consequences of the implant of the device¿ not device related. No information on explant status. This record relates to the left side.